Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Rep left vm: revision performed due to concorde bullet cage back-out. Per complaint form: I arrived at the (B)(6) on (B)(6) 2016 for a revision interbody fusion with dr. (B)(6). Upon entering the room and viewing the xrays I saw that yes it was truly a revision of an interbody not a failed microdisc or lami and it was a revision of a previous case with our stuff (xray pics included). Based on the x-rays at l4-5 the concorde bullet cage (1878-23-110) had spit back out into the l4-5 foramen area. From initial case reports on 1/21/16 5.5 x 45mm pedicle screws (expedium 1797-15-545 x 4) with 5.5 x 35 ti curved rods x 2 (1797-71-035) and locking caps (179702000) were still in place and stable. Surgeon noted to me he was planning on exposing the posterior area, removing the cage and trying to put a larger cage into the space along with putty. He noted that he thought he had sized the cage appropriately to a 10mm height for the collapsed space he had dealt with. The initial surgery was performed on (B)(6) 2016 for degenerative spondylolisthesis at l4-5 level. Patient was exposed, expedium screws and rods noted above were placed bilaterally. Discectomy was performed after decompression from the left side, shaver were used to a height of 10mm and a 9x9x23 concorde bullet parallel was placed and tamped into the disc space (1878-23-110). Locking caps x 4 were placed and final tightened. Surgeon noted he was happy with the placement of the cage though I had noted he could tap it in a bit further upon viewing a single final x-ray. Patient was closed using typical layered suture closure and dermabond prineo 22cm was applied for final closure and protection of the wound (which anecdotally looked fantastic before the revision incision was made). For revision on (B)(6) 2016 the surgeon exposed down to the l4-5 posterior area of the spine. Screws were not exposed laterally. He removed scar tissue and bone for about 20 min until a clear view of the retropulsed cage were in view. He used a nerve root retractor to retract the cauda equina and nerves and tried to thread just the inner inserter shaft into the narrow area the cage was positioned. After several tries to remove the cage he could not engage it with the inserter tip. He simply took a cocher with teeth and reached around the cage and yanked it back out without issue to nerves or tissue. He took a 10mm shaver and without fluro scraped the endplates at l4-5. He then sequentially went to and 11 and a 12 shaver in similar fashion. He decided that a 13mm cage would be sufficient. He chose to use our synthes opal 10x13x24mm revolve cage (08.803.053). Cage was packed with host bone and dbx putty (038100) and inserted into the disc space without flouro. Surgeon noted a tight fit and removed holder. He then used a tamp to further insert the cage. Upon final xray the cage was noted by him to be inserted as far as it was going to go. I suggested we tamp it further but he was happy with the position. Patient was closed without issue using typically layered suture closure. Patient was again final closed using dermabond prieno 22cm. Surgeon noted he was happy with the result of the revision.